Event description:
The customer reported an apexpro telemetry server unexpectedly lost its monitoring capabilities on six separate occasions in one day, each lasting more than one hour in duration. The hosp did not have alternate monitoring available for the seven pts on telemetry. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.